Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the balloon catheter would not inflate. It was noted that when trying to inflate outside of the patient, the balloon was noted to be damaged. The balloon catheter was not used, and another balloon catheter was used for implant. No patient complications have been reported as a result of this event.